Event description:
Caller reported a tandem mobi cartridge alarm, which caused the customer's blood glucose level to exceed the high threshold, though the specific value was marked as "high." To address the issue, the customer administered a correction bolus via the pump and required no third-party assistance. Technical support confirmed the alarm and determined it was not due to external magnets, despite the customer¿s use of a magsafe iphone case, and educated the customer on potential causes. Since there were no previous reports of this specific alarm with the pump serial number, but there were issues with consecutive cartridges, the resolution included replacing the pump. A new replacement pump was dispatched, with instructions given on how to return the problematic pump and prepare the new pump for use, which the customer understood and acknowledged.